Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app logged the patient out during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. Additionally, it was found that an early sensor expiration occurred. The probable cause could not be determined via data. No injury or medical intervention was reported.